Event description:
Footprint 1.4 fr PICC lines was inserted on (B)(6) 2016 and leaked on (B)(6) 2026. Lot#250132. The second line was inserted on (B)(6) 2026 and snapped completely on (B)(6) 2026. Lot#250132. Pt code: 4582. Device codes: 1354, 1069. Ref report: mw5184758.